Manufacturer narrative:
Continuation of d10: product ID: 8703w, lot#: l62221, implanted: (B)(6) 1999, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml at 5.311 mg/day) and bupivacaine (20 mg/ml at 5.311 mg/day) via an implanted pump. It was reported that the patient was in the hospital having another procedure done that was not related to their infusion system or therapy. During the procedure, although the physician tried to avoid the catheter, the catheter ended up getting cut. The physician reconnected the catheter using a distal revision kit and stated that the leaking resolved. While in the procedure, the physician found that there was another catheter still implanted so that one was removed.

Manufacturer narrative:
H3: 8703w catheter: analysis identified a leak that was caused by the metal connector pin breaching the catheter; 8637-40 pump: destructive analysis identified wear on the motor o-ring for gear number three; neu_unknown_cath: analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Concomitant medical products: product type catheter product ID neu_unknown_cath lot#/serial# unknown, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the patient requested an assistance with the handset; to unpair from previous pump and pair with new pump. The agent conferenced a technician who walked the patient through unpairing. Upon attempting to pair, they encountered alert 83: the pump function modularity was invalid. The agent reviewed with the patient that the handset was not compatible and did not have the correct software. The patient was redirected to their healthcare provider to discuss obtaining handset that has compatible software. The agent flagging the call as the patient mentioned issues with previous pump. The patient stated that the tubing never went intrathecally so for four years they had the medicine just dumping out into their abdomen and they were not getting the relief. The patient stated that it was only by the grace of god that it was found out through a back surgery that the catheter was wrong.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient had full catheter and pump replacement and all previous confusion was resolved.